Manufacturer narrative:
(B)(4). (B)(6). It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, pelvic organ prolapse, vaginal vault prolapse and recurrent third degree rectocoele on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue, vaginal pain, pelvic pain, bowel problems, vaginal scarring, scar tissue, adhesions and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, urinary retention, chronic pelvic pain, pulling, pressure and vaginal discomfort. It was reported that the patient underwent scar tissue removal and cystoscopy on (B)(6) 2013 by dr. (B)(6), md. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced dyspareunia, urinary retention, chronic pelvic pain, pulling, pressure and vaginal discomfort. It was reported that the patient underwent scar tissue removal and cystoscopy on (B)(6) 2013 by dr. (B)(6), md.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 11/11/2016. Additional information: other relevant history.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.